Event description:
During routine testing of the device at the service center, the service technician reported the monitor failed the battery test section of the manufacturing test. The monitor was originally returned for repair of both inaccurate oxygen readings and a broken clip on the hematocrit saturation probe, when the battery failure was found. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.